Event description:
It was reported that the procedure was to treat a lesion in the lower extremity with mild calcification. The 1.5 x 40 mm armada 14 balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The armada was advanced without issue to the lesion; however, the balloon would not inflate. The device was removed without issue and a kink was observed in the shaft. A new armada 14 balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation difficulties and kink were unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all relevant information.